Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving fentanyl 25mcg/ml for a tot al dose of 5.999mcg/day via an implantable pump for non-malignant pain. It was reported in (B)(6) 2017 the patient bent over and the pump flipped. The patient stated they had been able to manually flip the pump. It was stated the healthcare professional (hcp) was notified and a flipped pump was diagnosed. The patient stated since this time they have also noted no pain relief. The hcp attempted a catheter access port (cap) dye study, but was unable to complete due to the fact the pump was flipped. The patient they did a roller study and the pump was not working. The manufacturer representative (rep) spoke to the hcp office about the roller study and there was no documentation that the roller study was done. The pump logs showed no motor stall. It was noted that the patient was having a revision done today ((B)(6) 2017). Additional information received on (B)(6) 2017 reported a partial catheter revision was performed. The patient had been flipping their pump until the catheter broke. It was noted that no motor stalls occurred and the pump was working normally, which a roller study performed in the operating room (or) confirmed. The pump was tacked back down, and everything was resolved. Event date was (B)(6) 2017. No further complications were reported/anticipated.